Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular undersensing. Technical services (ts) discussed troubleshooting options and programming considerations, such as including an additional therapy zone and changing sensitivity. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular undersensing. Technical services (ts) discussed troubleshooting options and programming considerations, such as including an additional therapy zone and changing sensitivity. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to a1: updated patient identifier.